Event description:
The complainant was relining metal stents in the proximal sfa. Using a contralateral (left groin) approach the gore viabahn endoprosthesis was moved into place. The complainant pulled the deployment line. Deployment ceased approximately 2cm from the end and the deployment line broke. The complainant attempted to withdraw the delivery catheter back through the sheath unsuccessfully. The complainant cut into the exterior iliac, cutting off the catheter and removing it contralaterally. Next, the complainant cut off the undeployed section of device and discarded it. The pt tolerated the procedure well.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Note: it is identified in the instructions for use: w.l. Gore and associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.